Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error. Every time they press the up arrow for a bolus the numbers don't stop and keeps going up. The customer also received a battery out limit alarm. The customer's blood glucose during the incident was unknown. The time clock advanced when observed for a minute. The insulin pump will be returned for analysis.